Event description:
A surgeon reported that during a procedure, a large amount of air entered a patient's eye, which affected his visibility. The surgeon suspects the air came from the valve. There were no issues noted during prime and air was removed from the irrigation line before starting the procedure. The case was completed without harm to the patient.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).